Event description:
It was reported that an inability to resheath the proximal filter occurred. A sentinel cerebral protection device was successfully placed inside the patient. Upon retrieval of the device, it was noted that proximal filter slider would only move half of travel distance. The proximal filter was partially constrained. The sentinel catheter was withdrawn via the sheath with the proximal filter partially deployed. No patient complications were reported.